Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Product testing could not be performed because the product was not returned. The reported complaint was not confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. A search revealed one additional investigation request for this production order number for ¿haptic damaged¿. Investigation is in process. As a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens had bent/broken haptic. Reportedly the haptic broke and went into vitreous. Lens was removed and replaced in same surgical procedure. Incision was enlarged during this procedure. Patient has recovered. No further information provided.